Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Expired device was implanted into a patient.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra has not received this device for a evaluation. However, per sientra's work instructions, expired notifications are sent when devices are set to expire within the next 6 months. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.